Event description:
It was reported that the 9800 system left monitor would intermittently go blank then flicker. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The cine bridge board was replaced during the service call. The system was tested and found to be working and put back into service.